Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the pump software has not accurately adjusting the amount of insulin delivered intermittently from (B)(6) 2024 to (B)(6) 2024. The customer's blood glucose (bg) value displayed as 'low' on the continuous glucose monitor (cgm). The customer consumed carbohydrates to address bg for all low bg levels. Reportedly, the pump was replaced to resolve the issue, and the customer continued to use pump for insulin therapy until the replacement pump arrives. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.